Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure one endeavor sprint des was implanted in the mid lcx. Approx. 12 months post index procedure the patient experienced lacunar cerebral infarction. The event was treated with medication and the patient recovered with treatment. It was reported that the event was not related to the study device.